Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.

Event description:
During a case the remb reciprocating saw ran without user activation and caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
The reported event of the device running intermittently producing bias current errors when the handpiece was being used can be confirmed by means of the video footage provided by the customer. However, unintentional activation of the handpiece is not noticeable in the video footage. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Event description updated with bias current error. Corrected to reflect that the product will not be returned to the manufacturer for investigation. Device code updated to include bias current error. The video footage provided by the customer confirms that the handpiece was producing bias current errors. However, unintentional activation of the handpiece is not noticeable in the video footage. Since the device was not available for evaluation, no potential failure modes could be confirmed as causes for the reported events. Device not returned to manufacturer for investigation.

Event description:
During a case the remb recip saw ran without user activation. There was no patient or user adverse consequence associated with this event.

Event description:
During a case, the remb reciprocating saw ran without user activation and caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.